Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported via the manufacturer's representative (rep) the consumer wasn't getting the necessary relief, even after reprogramming, so the system was explanted on (B)(6) 2016. Following this the issue was resolved. Relevant medical history includes non-malignant pain and degenerative disc disease.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.